Event description:
The facility reported a flo-gard infusion pump with a low battery. According to the facility, this event occurred during biomedical testing. There was no reported patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of low battery was confirmed during product evaluation. The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The device history review show data card has been discarded per retention period documented on 20j. The device has not been previously serviced for the reported condition of battery low. During previous services, the main batteries were replaced.